Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to a post-op complication. Per medical records review, post implant of the perfix plug the patient, with a history of hernia recurrence was diagnosed with hematoma and neuropathic pain. The patient was subsequently diagnosed with a hernia recurrence and underwent repair. Note the information provided is limited and it is unclear how much if any of the device was explanted. Hernia recurrence, hematoma formation and adhesions are known inherent risks of surgery/use of the device and are identified in the instructions-for-use supplied with the device as possible complications. Updated fields: a2, a4, b4, b5, b7, d4, d6.a, g3, g6, h2, h6, h10, h11. Corrected fields: b2 (event attributed to), b3 (date of event). This supplemental MDR represents the perfix plug (device #3). Additional mdrs were submitted to represent the perfix plug (device #1) and perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 1998 - patient was diagnosed with bilateral inguinal hernias thereby underwent repair with implant of perfix plugs with onlay mesh (left - device #1; right ¿ device #2). (No operative notes provided). (B)(6)1999 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with implant of perfix plug with onlay mesh (device #3). (No operative notes provided). (B)(6)1999 - patient was diagnosed with abdominal pain and recurrent right inguinal hernia thereby underwent repair. (No operative notes provided). (B)(6)1999 to (B)(6)2001 - during multiple visits patient had groin pain, neuropathic pain, hematoma and was diagnosed with recurrent right inguinal hernia thereby provided medications. (B)(6)2001 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent laparoscopic repair. Per operative notes, ¿dissection was started on left side but due to a mesh plug utilized in one of previous repairs which had been carried out on either side. The peritoneum was densely adherent. On the left side small hole was made in small bowel by converting to open procedure. The vas was then dissected out on both sides and mesh inserted around vas after shaping with sutures.¿ (note, an unspecified mesh was implanted during this repair) (B)(6) 2003 to (B)(6) 2020 - during multiple visits patient was diagnosed with abdominal pain, neuropathic pain, hematoma, left iliac fossa (lif) pain, colon tumor, abdominal aortic aneurysm and recurrent inguinal hernia thereby provided medications. (B)(6)2020 - patient underwent laparoscopic sigmoid colectomy for abdominal aortic aneurysm and sigmoid colon tumor which became complicated with the finding of advanced tumor involves abdominal wall, previous hernia mesh repair and developed anastomotic leak post operatively. Therefore, the patient was returned to theatre to underwent resection of some of the abdominal wall mesh. (No operative notes provided, and it was unknown which mesh was explanted). (B)(6)2021 to (B)(6)2022 - patient had multiple hospital visits due to hard lump in the groin, pain deep in left groin, right sided lower abdominal hernia, ventral hernia, reducible paraumbilical hernia. This file represents perfix plug device #3.